Manufacturer narrative:
It was reported the patient had an infection prior to explant. This report is submitted on 25 february 2021.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 13 january 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on july 28, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a trauma to the implant site. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device, as of the date of this report.